Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of almost 400 due to the tubing being wrapped around the belt clip. Troubleshooting found that the tubing was also kinked. Customer indicated that they resolved their high blood glucose by using a different belt clip and the kinked tubing is not an issue anymore. There was no further information provided by the customer or by troubleshooting.